Manufacturer narrative:
Investigation summary: photo received for investigation. Upon visual inspection, the label of the product is displayed, unable to confirm failure based on image. Additionally, six sealed samples received for investigation, upon visual inspection no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution, the solution was expelled with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation and with the sample analysis needle clogged could not be confirmed, therefore we are unable to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: it was reported the customer had failed safety needles. Dh continues to experience failures with bd safety needles.